Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2013, the patient was diagnosed with, status post lumbar fusion, l3-l4 and l4-l5 with possible pseudoarthrosis at l4-l5, multilevel degenerative disc disease, lumbar radiculopathy, lumbar radiculopathy due to foraminal stenosis right l5-s1 and underwent the following procedures: modified gill laminectomy, right l5-s1, removal of previous hardware, l3-l4 on the left and l3 on the right, 12mm peek interbody implant impacted with bmp sponge with bone bank cancellous bone and bmp in the anterior disc space, pedicle screw fixation at l5-s1 with spinal instrumentation, posterolateral fusion on the left with bmp and bone bank cancellous bone, l5-s1, exploration of fusion l3, l4 and l5, microscope. As per op-notes, ¿..after the wound was exposed, I removed the pedicel screws at l3 bilaterally and l4 on the left. After the screws were removed, mobility was checked and the patient appeared to have an excellent fusion at l3-l4 and l4-l5.it appeared to have good fusion, then I went ahead and left the screw and at l4 on the right I removed it on the left¿. After the endplates were prepared, I irrigated the wound. I then placed 2 bmp sponges anterior to the disc space after placing some bone bank cancellous bone. I then placed bone bank cancellous bone posterior to this. I then placed a peek implant impacted with bmp with 3 mm of countersink. The rod system was then torqued down in compression.¿ post operatively, the patient was diagnosed with pseudoarthrosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.